Event description:
It was reported that during preparation and attempted implant of a transcatheter aortic valve, frame overlap during crimping was visualized up to the third node. During the implant attempt, valve infolding occurred after the first recapture. An attempt was made to deploy the valve, but the infold remained present. The valve was recaptured and withdrawn, and a new valve and delivery catheter system were used for the implant. No patient complications have been reported as a result of this event.